Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during placement of impella 5.5(the fourth pump for this patient), it was noted that the patient's chest was left open with retractor in due to irretractable ventricular tachycardia. The patient was later explanted and survived. This report represents the fourth pump additional reports will be submitted for the other pumps.

Manufacturer narrative:
The investigation was completed and no product was returned. Arrhythmia: root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.